Event description:
Material no. Unknown and batch no. Unknown. It was reported that during use of the unspecified sst tube the site is experiencing elevated k+ results and sometimes see red blood cells in and above gel. The following information was provided by the initial reporter: tubes contain clot activator. They are using these tubes as a discard tube because they experience elevated k+ levels. They are drawing these before the sst tube and use wing sets , 21 and 23 gauge. Their reference range is 4.3- 5.2 and are seeing values of 5.2-5.5. Site is provided the sst tube by labcorp. Site states that they let the sst tube clot upright for a minimum of 30 minutes and then centrifuge for 15 minutes. They sometimes see rbc's in or above gel. They are spinning in a fixed angle centrifuge.

Manufacturer narrative:
Investigation summary: the customer did not provide bd pas with product catalog number or lot number information, when requested. After 3-follow-up attempts to obtain additional information, bd pas has closed this customer complaint. Bd technical service provided troubleshooting with the customer. If additional information is made available, this complaint will be reopened to assess the level of investigation needed.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
Material no. Unknown batch no. Unknown. It was reported that during use of the unspecified sst tube the site is experiencing elevated k+ results and sometimes see red blood cells in and above gel. The following information was provided by the initial reporter: tubes contain clot activator. They are using these tubes as a discard tube because they experience elevated k+ levels. They are drawing these before the sst tube and use wing sets , 21 and 23 gauge. Their reference range is 4.3- 5.2 and are seeing values of 5.2-5.5. Site is provided the sst tube by labcorp. Site states that they let the sst tube clot upright for a minimum of 30 minutes and then centrifuge for 15 minutes. They sometimes see rbc's in or above gel. They are spinning in a fixed angle centrifuge.